Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display was missing segments. The patient's blood glucose reading was 21.8 mmol/l. Caller stated the display was gone. Caller also changed the battery but the issue stayed. Caller stated that they had a "low reservoir" alert; the word "low" was visible but the word "reservoir" was not. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with missing segment, problem isolated to lcd board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm due to missing segment. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.